Event description:
It was reported that during a low anterior reception procedure, the wire ring fell off into the pt. The ring was retrieved. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Eval summary: one ld111 was returned and was noted to have the sleeve torn and the flex ring missing. No other physical damage was noted on the returned device. A potential cause for this kind of damage is the contact of a sharp device with the plastic membrane. For this reason, the instructions for use indicate the following: "do not allow sharp instruments such as forceps to come in contact with the silicone rubber sleeves as puncture or tearing may occur" and "do not lay surgical instruments on the lap disc or allow metal or sharp surgical instruments to come in contact with the lap disc as this may weaken or damage the flexible silicone membranes." A batch record review was performed and no anomalies were found during the mfg process. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.